Event description:
A report rec'd that the pt underwent a pocket revision due to discomfort at the ipg site, caused by weight loss. The physician relocated the ipg and the pt was reportedly doing well following the procedure.